Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It is likely that foreign material in nozzle and around objective lens glue may have not been removed because reprocessing could not be conducted properly by leakage due to worn of grip packing joint. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "cf-q150l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material in the nozzle and adhesive around the objective lens. There were no reports of patient involvement.